Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver fractured. The tip was retrieved and the procedure was completed using an alternate device. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d4 (UDI), d10, g4, h1, h2, h3, h4, h6, h10. Reported event was confirmed via the visual inspection which revealed that the tip of the shaft is twisted and fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.